Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported for left side "rupture", "liquid found where it should not be", "have to have surgery to avoid any serious problems". Patient also reported "allergic reaction to the MRI procedure and had to go to the hospital" and this event is not related to the device. The device remains implanted.